Event description:
The customer reported the system would not boot and would not fluoro. No patient injury was reported.

Manufacturer narrative:
The ge service rep verified the problem. There was no boot on workstation and the system would not boot from floppy or hard drive, image proc. It was not showing the video either. The rep connected the vga monitor, ram/post bios checks failing on 386 motherboard. Replaced 386 motherboard, reset bios, date time, tested all system functions, system fully functional, ready for use.